Event description:
The customer reported poor image quality in the lateral position. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the tracking, and replaced isolated interface pcb. System operates as intended. (B) (4)